Event description:
It was reported that pump battery life depleted faster than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, so no troubleshooting or confirmation of battery issue occurred and no additional information was received regarding the outcome of the event.